Event description:
The account alleged that when the patient position module alarms that it alarms locally but will not sent a nurse call. No patient impact.

Manufacturer narrative:
The account replaced the side com cable and the universal television board but the issue remained. The account replaced the scale power control board assembly to resolve the issue.